Event description:
A caller reported that the t:slim x2 pump battery would not charge, leading to a pump shutdown and inability to turn it back on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl during this event. Technical support informed the caller that insulin on board and max hourly bolus settings are reset to zero, and cgm sessions must be manually restarted when the pump is turned off or reset. They advised monitoring the situation and to call back if the issue continues, which the caller acknowledged.